Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a safety needle. The customer stated that the needle was not connected to the needle hub. When the customer removed the cap, the needle fell out of the hub.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.